Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed the minute ventilation (mv) signal on the atrial channel. The mv sensor was programmed off and the device remains in service. The patient will be monitored and there were no adverse patient effects were reported.